Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracked at the battery compartment where the top screws in, also at the reservoir window. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 102 mg/dl. The customer stated there is cracked at the battery compartment. The customer is unsure how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the pump and revert to a backup plan.